Manufacturer narrative:
Bard previously reported this event as a device malfunction. Additional information provided by the user facility now indicates that a patient injury has occurred. "Upon removal of the iab catheter, blood pressure dropped and vasoactive drugs were increased for one hour. The patient stablized until 1/29/1998 when bp dropped again and 2nd iab was inserted."

Event description:
A balloon leak was noted via blood in the tubing. The iab was removed and not replaced. No pt injury or further complications occurred. No further details were provided.